Manufacturer narrative:
Quality safety evaluation received on 09-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions. A bilateral salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache. Concomitant products included axotal (fioricet), cilest (ortho-tri-cyclen lo), rizatriptan (maxalt) and topiramate (topamax). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infections"), allergy to metals ("metal allergy, nickel allergy") and rash ("rashes on legs"). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s), lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the hypersensitivity, migraine, urinary tract infection, vulvovaginal mycotic infection, menorrhagia, vaginal haemorrhage, allergy to metals, rash and headache outcome was unknown. The reporter considered allergy to metals, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal allergy, rashes or skin conditions type: rashes on legs, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nickel allergy, pain added as events. Patient, reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute intracranial abnormality,no pain with urination. No fluid collection is seen around the essures. The right ovary contains the corpus luteum. The left ovary was unremarkable. Previously administered products included for birth control: ortho-tri-cyclen from 2000 to 2007. Concurrent conditions included migraine headache, abdominal pain, incisional hernia, granuloma, visual impairment, acid reflux (oesophageal), gerd, myopia, nausea, medication after taste, vaginal yeast infection, vaginal itching, vaginal burning sensation, low back pain, sore throat, lumbar pain, eye allergy, itching, rash, vaginal discharge, secondary dysmenorrhea, uterine bleeding and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), rizatriptan benzoate (maxalt) and topiramate (topamax). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("metal allergy, nickel allergy"), rash ("rashes on legs/rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infections") and adhesion ("adhesion"). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s), lysis of adhesions and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash and dysmenorrhoea had resolved and the hypersensitivity, migraine, urinary tract infection, vulvovaginal mycotic infection, allergy to metals, headache and adhesion outcome was unknown. The reporter considered adhesion, allergy to metals, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one headaches, abnormal bleeding time , migraines, uti, pelvic pain, menorrhagia, strong allergy to nickel, confirmed in patient¿s medical records. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Historical drug were added. Onset date of event were added and updated. Event : dysmenorrhea (cramping) and adhesion were added. Outcome of the event rash and abnormal bleeding were updated. Event verbatim were updated as rashes on legs/rashes, pain/pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in united states on 18-nov-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent contraception. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing allergic reactions, migraines, urinary tract infections and yeast infections. On (B)(6) 2016, bilateral salpingectomy was performed. Quality safety evaluation received on 09-dec-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions. A bilateral salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.